Event description:
It was reported that, a lead fracture was suspected on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of a lead fracture was not confirmed. As received, only the distal portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any signs of fractures although procedural damage was noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.